Manufacturer narrative:
Gehc surgery service personnel unable to reproduce problem. Ordered new hard drive. Remove and replace. Tested cine runs. No problem seen.

Event description:
Customer reported a problem with cine runs not saving the first few seconds during a case in 2007, and called in service later that day. The problem occurred with pt on the table and anesthitized, but the case was completed. The customer declines to release pt info.